Manufacturer narrative:
This report is being filed due to a damaged charger cable. The alleged product malfunction could result in a serious injury with a consumer should such an event occur in the future. Therefore, we are reporting this case out of an abundance of caution. Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Reporter via email stated that when grandson moved toothbrush charger it blew up. No injury was reported.

Manufacturer narrative:
(B)(6) 2021 product investigation results: product return was received and investigated. Product investigation results showed that complaint was caused by a breakage of the mains cable due to improper consumer handling.

Event description:
Reporter via email stated that when grandson moved toothbrush charger it blew up. No injury was reported.